Manufacturer narrative:
(B)(4). The explanted device was not returned to bsn.

Event description:
A report was received that the patient had pocket discomfort. The patient underwent a revision procedure wherein the ipg was replaced due to physician preference since it was found out to be upside down, the ipg site was adjusted and it was sutured in place. No device malfunction was suspected. The patient was reportedly doing well.